Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories: 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient failed to recharge and use the scs system for approximately 2 months. As a result, stimulation ceased. In turn, the ipg will no longer communicate with any external devices and the patient programmer displayed an error message. The ipg appears inoperable. Surgical intervention may be undertaken as the next course of action to address the issue.